Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited loss of capture and episodes of noise. The atrial lead was explanted and replaced. The patient's condition was unknown and was discharged post procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing. The patient was in stable condition throughout the procedure.